Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 16 (overfill alarm), after loading 3 cartridges with 300 units of insulin. Contacted stated that the customer was able to successfully load the cartridge onto the pump. In addition, it was reported that the customer received a cartridge alarm 8 (empty cartridge alarm). Contact did not state that the customer's cartridge was empty. Contact changed customer's cartridge to resume insulin delivery. Customer had elevated blood glucose levels (600 mg/dl), and moderate ketones. Reportedly, the customer's school nurse assisted the customer in delivering insulin injections to stabilize blood glucose levels.